Event description:
It was reported by the patient's attorney that in 2003, the patient underwent right total hip replacement. Post-op about six months later, x-rays demonstrated that the shell had loosened. As a result, about two weeks later, the pt's right hip was revised where the acetabular shell, liner, and femoral head were removed and replaced.